Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display and a battery change did not resolve the issue. The blood glucose reading was 93 mg/dl. The customer stated that the device had also alarmed failed battery test. He noted that the insulin pump may have been dropped in the tub a week prior, but he was not sure. Upon troubleshooting, it was found that the display did not return. Advised the discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with blank display due to capacitors broken solder joint. Insulin pump was unable to verify failed battery test due to blank display anomaly. No moisture damage found on the electronics or motor. Insulin pump received with cracked reservoir tube, reservoir tube lip and minor scratches on display window.